Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that when they went to the dentist for x-rays, they were informed that the aligners had moved their teeth so they no longer align correctly.